Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
51 year old male patient implanted with impella cp for cardiogenic shock uneventfully. Patient taken to or same day for escalation to impella 5.5. Twice during 54 days of support (off-label use), patient experienced ventricular arrhythmias and hematuria was noted during support. The physician did not associate the hematuria with impella. Patient was able to be weaned, as lvad implanted.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (hematuria/arrhythmia): the root cause of the injury was not determined due to insufficient clinical details.